Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. 2331 - complaint ill defined" used for poor patient health condition.

Event description:
It was reported that the patient has expressed gradual concern regarding their implantable cardioverter defibrillator being an fsca advisory device. It was confirmed the patient's device was not subject to any fsca advisory status, however the patient still expressed concern. In addition, the patient's health condition was noted to be poor and was unknown if their health condition was related to any possible device malfunction. No intervention was performed. The patients condition was stable.